Event description:
During a wisdom tooth removal the handpiece started heating up. The unit was hot to touch and the doctor put it down. Procedure was completed without delay or injury to staff, dr or pt.